Manufacturer narrative:
Updated sections b4, g3, g6, h2, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient¿s clinical history and risk factors (i.e, kidney disease) may have contributed to the structural valve deterioration observed in this perceval s valve, but since limited information is available, this cannot ultimately be confirmed. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.

Event description:
Manufacturer was informed that a patient who had a perceval valve size s implanted on (B)(6) 2021, now has generated svd. According to the original operative record, annulus diameter measured intraoperatively was 22 mm; implanted as usual, with a note that the rcc of the prosthetic valve appeared slightly folded. Postoperative tte showed no paravalvular leakage and trivial transvalvular leakage. Reportedly, patient was hospitalized for heart failure; marked ascites due to concomitant liver cirrhosis, but symptoms improved after paracentesis and was discharged. CT revealed calcification of all three cusps; diagnosed as svd rather than prosthetic valve thrombosis. Patient's medications are reported as: furosemide 20 mg, bayaspirin 100 mg, takecab 10 mg, febuxostat 10 mg, bisoprolol fumarate 2.5 mg, loflazepate ethyl 1 mg, ursodeoxycholic acid 300 mg, amitiza capsule 12 g, dayvigo 2.5 mg, tolvaptan 11.25 mg, spironolactone 25 mg, liona tablet 500 mg, lixiana 15 mg.

Manufacturer narrative:
Manufacturer is retrieving and reviewing the manufacturing documents. A follow up report will be provided upon completion of this activity.